Event description:
Knee swelling, knee painful; difficulty walking. Information was received on 28-aug-2006 from a female patient with a medical history of arthritis, who experienced knee swelling, knee pain, and difficulty walking. The patient had one series of synvisc injections five to six years ago in both knees and began another series of synvisc injections on five days earlier. The patient received one injection of synvisc in the left knee on event day. The day of injection, her left knee began to swell and worsened over the next few days which became very painful. The patient stated that her knee "looked like a balloon". On two days later, the patient's symptoms had worsened and it was very difficult to walk. She went to the emergency room where they attempted to drain her knee, but did not succeed in doing so. The patient was administered both a steroid injection and another unknown pain medication as treatment. In addition, she was told to continue taking the relafen that she already had. At the time of this report, the patient's swelling was beginning to go down, the pain was gone, and she could walk normaly. Additional information was received on three days later, and the following month from the patient's physician. The patient had a more than three year history of severe osteoarthritis of the left knee, with joint narrowing, osteophytes and history of prior effusion. Previous treatments included nsaids, steroids and viscosupplementation (unspecified). One day after event day, the patient experienced knee pain. Six days later, the patient received the second injection. No effusion was removed prior to either injections. The physician assessed the pain as possibly related to synvisc treatment. At the time of this report, the patient's pain had resolved. Manufacturer's comments: synovial fluid or effusion should be removed before each injection of synvisc.